Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed, and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, when the snare was passed through the biopsy cap, the sponge detached, and got stuck in the scope channel. A water soluble lubricant was applied to the rx locking device biopsy cap prior to use. Reportedly, a spy bite was used to remove the sponge from the scope channel. The procedure was completed with different scope, and another of the same rx locking device biopsy cap. There were no patient complications reported as a result of this event.